Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspections was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery. The 2.50x12mm rx nc trek balloon dilatation catheter was advanced in the guiding catheter when the shaft separated. The catheter and the guiding catheter were removed as one unit. The procedure was completed with a new device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.